Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that their infusion set kept kinking causing air bubbles get into it. The customer was assisted with troubleshooting for air bubbles. The customer was advised that soda pop/champagne size air bubbles are acceptable and they may continue to use the current reservoir/infusion set. The customer's blood glucose was 500 mg/dl and treated with insulin pump. The product will not be returned.